Event description:
Customer contacted haemonetics on (B)(6) 2011 reporting that their orthopat machine would not turn on. No donor injury or reaction. No operator injury was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2011 reporting that their orthopat machine would not turn on. No donor injury or reaction. No operator injury was reported. Upon eval of the returned device a fluid spill was confirmed. Fluid ingress and electronic damage was also confirmed. (B)(4).